Event description:
Boston scientific received information that post implant of this left ventricular lead; increased threshold measurements were obtained. An xray revealed the lead had moved from the implant position. The lead was reprogrammed to capture in a different configuration, however subsequently, a revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.